Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: two monopty biopsy needles sealed in their original packaging. A third sealed monopty biopsy needle lot sample was also returned as a comparison sample. Comparison sample: the stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the device. The working needle length was measured and found to be 3.944". Complaint sample: upon inspection of the returned product, it was noted that the length of the needle appeared to be shorter when compared to the needle of the returned comparison sample. The packaging was opened and it was found that the arrow was visible in the ready window, thus indicating that the device was in the "ready to fire" state with the stylet and cannula retracted (primed). It is likely that the retracted needle was perceived by the user an incorrect needle length when compared to the comparison sample. The working needle length was measured and found to be 3.156". The trigger was pressed and the needle fired as expected. The total working needle length in the initial position (not retracted) was measured and found to be 3.942". Functional/performance evaluation: reynosa evaluation: the sample was tested and it worked properly. The reason of the reported event was that the device was sent fully primed and in this condition it seemed that the needle had a different length. Medical records review: medical records were not provided for review. Image/photo review: two electronic photos were received and reviewed. The first photo shows three monopty biopsy needles placed on a flat surface. The samples are placed with the label face down and the devices visible through the clear tray. The packaging for all three devices appears to be sealed. The three needles appear to be different lengths. The second photo provided shows the packaging and labeling for all three devices, indicating lot number reza0695 and catalog number 121610. Based on the photos reviewed, the investigation can be confirmed for device misassembled during manufacturing or shipping. Conclusion: the investigation is confirmed for device misassembled during manufacturing or shipping, as the device was found fully primed within the original sealed packaging. However, the investigation is unconfirmed for device markings issue, as the devices were all found to be correctly labeled. The root cause was determined to be manufacturing related, as the device was found fully primed within the original sealed packaging. A notification was generated to retrain the production personnel on the proper device configuration. Labeling review: the current IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to opening the packaging, the needle was found to be an incorrect length. No patient involvement was reported